Manufacturer narrative:
(B)(4).the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-08793 and 2134265-2015-08808. It was reported the there was an issue with pullback. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system in conjunction with an opticross imaging catheter and bsc sled were selected for treatment. The system froze while an automatic pullback was conducted. Furthermore, error messages of an "imaging stopped due to mdu overload [226]" and "restart ilab system and try again. If problem persists, change the mdu or contact cs. [125]" were shown. The system was then restarted; however, the issues still occurred for three times. After multiple attempts of resolving the issue, the system was no longer functional. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.